Event description:
It was initially reported by the surgeon that the pt was scheduled for a end of service battery replacement. During the replacement, the surgeon noticed a lead break on the lead in the operating room and decided to replace the entire system. Explanted products were returned to MFR for analysis. Analysis is currently pending on the lead. Analysis was completed on the generator and there was no condition noted during the product analysis eval that would suggest any anomaly with the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.